Event description:
A supplemental report is being submitted due to completion of the investigation on 23 feb 2026. The user had an issue advancing the needle from the sheath.

Manufacturer narrative:
Device evaluation: 1 unit of lot c2315825 of echo-19 was returned opened in its original packaging. However, the proximal section of the needle device was contained within a small plastic clear bag. The device related to this occurrence underwent a laboratory evaluation on 21 february 2026. Observations from the lab evaluation were as follows; severe kink observed just below sheath extender. Device returned with approx. 2.8cm of distal end of needle advanced out of sheath. A second kink observed approx. 27cm below the sheath extender. A third kink observed approx. 57cm before distal end of sheath. Attempted to advance needle handle but would not advance past position 2. Needle removed from device and needle break observed below sheath extender. The reported failure was observed. Through the investigation it was clarified that the issue that user encountered was advancing the needle out of the sheath. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the warnings section of the instructions for use, ifu0101, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Clinical image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A potential root cause may be related to a flexed or twisted position of the device within the scope, or the device being held at an angle during the procedure. Such positioning could lead to proximal needle breakage and may prevent the needle from exiting the sheath, resulting in the needle advancement difficulty reported by the user. Another possible root cause could be due to the device been over torqued during the procedure leading to the needle to break below the sheath extender which would have led to the needle advancement difficulty experienced. It is also possible that during the device set up or on connecting to the endoscope the needle became damaged and may have fractured. The two needle kinks observed during the lab evaluation approx. 27cm below the sheath extender and 57cm before distal end of sheath are likely to have resulted from the transport returns process as the proximal section of the needle device was contained within a small plastic clear bag within the original tray packaging. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this break is considered outside the scope of the CAPA. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: they inserted the needle into the echoendoscope channel to puncture a patient, but when they tried to withdraw the needle from the sheath, they couldn't advance it beyond it. They also tested it outside the endoscope, and the same thing happened, so they couldn't use it. Was puncture of the targeted site difficult? No. Was the device used in a tortuous position? No. Was the stylet partially removed when advancing the needle into the target site? N/a.